Event description:
Information was received that upon initial power up of a smiths medical cadd legacy plus pump, it displayed error lec 1260. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. The investigation found that the pump was displaying error code 1260 during power up when the batteries were inserted. The investigation determined that a fault in the microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.